Event description:
The device was prophylactically replaced during the right ventricular (rv) lead replacement procedure. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Battery analysis revealed that the inner surface of the anode separator had cathode elements and suggested that an internal short has occurred due to a cathode particle. Concomitant products: 5071-35 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.